Manufacturer narrative:
Device remains implanted.

Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for follow-up on an unknown date presenting with a type ia endoleak. A re-intervention was performed on an unknown date which successfully resolved the endoleak. As of the date of this report, there have been no additional patient sequelae reported.